Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was monitored for 3 days. No frozen screen noted. The time clock advanced properly during testing. Device had intermittent button response on the act button due to flattened dome switch. No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The diabetes educator reported via phone call that the customer was hospitalized due to cardiac arrest. The customer's blood glucose value was 158 mg/dl. Customer reported that the insulin pump had stopped working and was not responding anymore. Customer reported there was no response from any button and the time clock does not advance. Customer was not calling back after installing a new battery, was monitoring the insulin pump for 2 hours and frozen display recurred. Customer reported the screen was not completely blank. Customer was in the hospital who just had a cardiac arrest and was not using the insulin pump. The device will be returned for analysis.